Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited intermittent atrial oversensing. All other lead measurements were within normal range. There were no adverse events to the patient. No device intervention was performed.